Manufacturer narrative:
Date of report: 19jul2019. Date received by manufacturer: 09jul2019. The customer confirmed the touchscreen issue. The customer reported that replacing the touchscreen corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up will be submitted once evaluation is complete.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported.